Manufacturer narrative:
Unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported that, while draining buffy coat bag during the final stages of cord blood processing, a cord blood product leak was observed at the connection between the large and small compartments of the freezing bag component of the device.